Manufacturer narrative:
(B)(4).the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time.a follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a failure code of 867:10. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's review of the device event history review, it was discovered that the event occurred during delivery. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.